Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having charging issues. The patient is unable to get a sufficient charge level on the ins so that the ins battery doesn¿t deplete. The rep said the wires may be frayed and the patient experiences poor coupling. The rep could not confirm what was damaged. Additional information was received from a consumer reporting that the desktop charger (dtc) cord has exposed internal wires and needs to be replaced. They stated the dtc has been replaced before. A replacement dtc was sent.